Event description:
A customer reported an issue with their continuous glucose monitoring (cgm) system displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the customer successfully followed these steps to start their sensor session without further errors.